Event description:
It was reported that the programmer would not work following an attempted update. It was further reported that the printer prints very lightly and that the keyboard does not stay attached. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the keyboard, left keyboard hinge, hinge plate and tab on the power cord bay door were broken, and that the radiofrequency head connector was loose, and therefore the programmer needed a link electronic module board. Analysis was unable to confirm the customer comment that the programmer would not work following attempted update, or that the printer printed very lightly. (B)(4).